Manufacturer narrative:
Additional information was received that the patient's shortness of breathing was not device related.

Event description:
A report was received that the patient was admitted due to shortness of breathing.

Event description:
A report was received that the patient was admitted due to shortness of breathing.